Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving delay to treatment/therapy, failure to power up, mechanical jam, electrical /electronic property problem, no clinical signs symptoms or conditions. There is no information on patient involvement and patient impact.

Manufacturer narrative:
Additional information: initial reporter addr 2. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that pump issue, failure to power up was not determined. The reported issue that there was the pump issue, failure to power up could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving delay to treatment/therapy, failure to power up, mechanical jam, electrical /electronic property problem, no clinical signs symptoms or conditions. There is no information on patient involvement and patient impact.